Manufacturer narrative:
There is no device malfunction and does not meet the reportability decision.

Event description:
Additional information received indicated no issues with ipg.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported following an unrelated procedure where the ipg was not placed in surgery mode and later unable to connect with devices. Company manufacturer met with patient and troubleshooting steps were taken and yet unable to reconnect. The ipg was deemed inoperable. As such surgical intervention may be pending to address the issue.